Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 1, abdominal cramps, right lower quadrant pain, dysuria and vaginal discharge. No abnormalities of the uterus or ovaries vaginal examination: uterus in ante flexion, normal size, frees adnexa. Vaginal ultrasound: uterus in anteflexion 6.9 x 3.8 x cm, endometrium of middle height, adnexa without any pathological findings. Treatment laparoscopy, adhesiolysis, removal of the tubes treatment laparoscopy, adhesiolysis, removal of the tubes. Previously administered products included for birth control: mirena from june 2009 to 2010. Concurrent conditions included eye disorder, hypermetropia, upper respiratory infection, sinus pain, nasal obstruction, cough, respiratory tract infection, wisdom teeth removal, adjustment disorder, obsessive-compulsive disorder, esophageal reflux, hypermetropia, eyelid cyst, salivary gland mucocoele, tinea corporis, neck pain, backache, torticollis, streptococcal infection, cystitis, beta hemolytic streptococcal infection, esophageal reflux, diarrhea, enthesopathy, arthralgia, achilles tendonitis, arthralgia, hypermetropia and ex-tobacco user (current smoker). Concomitant products included citalopram, ethinylestradiol;norgestimate (ortho tri-cyclen), ibuprofen, naproxen, nsaid's, paracetamol (acetaminophen), sumatriptan and topiramate. On (B)(6)2011, the patient had essure inserted. In september 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation"), bacterial vaginosis ("infections /infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), back pain ("back pain") and pain in extremity ("legs pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, back pain and pain in extremity was resolving, the menstrual disorder, bacterial vaginosis, vaginal haemorrhage, menorrhagia, depression, anxiety, headache, dysmenorrhoea and dyspareunia outcome was unknown and the migraine had not resolved. The reporter considered anxiety, back pain, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in december 2011: results: total bilateral occlusion. Pregnancy test - on (B)(6)2013: negative; on (B)(6)2012: negative; on(B)(6)2012: negative; on (B)(6)2012: negative. Ultrasound pelvis - on an unknown date: 1. Small amount of free cul-de-sac fluid which is anechoic and likely physiologic. 2. The essure devices appear well-positioned. No abnormalities of the uterus or ovaries.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received. Event:infections updated to bacterial vaginosis. Concomitant drugs were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 1, abdominal cramps, right lower quadrant pain, dysuria and vaginal discharge. No abnormalities of the uterus or ovaries. Previously administered products included for birth control: mirena from (B)(6) 2009 to 2010. Concurrent conditions included eye disorder, hypermetropia, upper respiratory infection, sinus pain, nasal obstruction, cough, respiratory tract infection, wisdom teeth removal, adjustment disorder, obsessive-compulsive disorder, esophageal reflux, hypermetropia, eyelid cyst, salivary gland mucocoele, tinea corporis, neck pain, backache, torticollis, streptococcal infection, cystitis, beta hemolytic streptococcal infection, esophageal reflux, diarrhea, enthesopathy, arthralgia, tendonitis, arthralgia, hypermetropia and ex-tobacco user (current smoker). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation"), infection ("infections"), back pain ("back pain") and pain in extremity ("legs pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, back pain and pain in extremity was resolving, the menstrual disorder, infection, vaginal haemorrhage, menorrhagia, depression, anxiety, headache, dysmenorrhoea and dyspareunia outcome was unknown and the migraine had not resolved. The reporter considered anxiety, back pain, depression, dysmenorrhoea, dyspareunia, headache, infection, menorrhagia, menstrual disorder, migraine, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion on (B)(6) 2013,(B)(6) 2012,(B)(6) 2012 and (B)(6) 2012 were pregnancy test was negative vaginal examination: uterus in ante flexion, normal size, frees adnexa. Vaginal ultrasound: uterus in anteflexion 6.9 x 3.8 x cm, endometrium of middle height, adnexa without any pathological findings. Treatment laparoscopy, adhesiolysis, removal of the tubes treatment laparoscopy, adhesiolysis, removal of the tubes. Ultrasound pelvis (transvaginal) report. Reason for order: pelvic pain and ttp at midline; please assess for pathology impression: 1. Small amount of free cul-de-sac fluid which is anechoic and likely physiologic. 2. The essure devices appear well-positioned. No abnormalities of the uterus or ovaries. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 13-jul-2018: plaintiff fact sheet and mr revived , new reporter, patient demographic, essure indication , lab data ,start stop date, concomitant condition and event abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, migraines / headaches, dysmenorrhea (cramping) and dyspareunia (painful sexual intercourse)were added on 16-jul-2018: plaintiff fact sheet and mr revived , new reporter, patient relevant information were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 25-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 1, abdominal cramps, right lower quadrant pain, dysuria and vaginal discharge. No abnormalities of the uterus or ovaries vaginal examination: uterus in ante flexion, normal size, frees adnexa. Vaginal ultrasound: uterus in anteflexion 6.9 x 3.8 x cm, endometrium of middle height, adnexa without any pathological findings. Treatment laparoscopy, adhesiolysis, removal of the tubes treatment laparoscopy, adhesiolysis, removal of the tubes. Previously administered products included for birth control: mirena from june 2009 to 2010. Concurrent conditions included eye disorder, hypermetropia, upper respiratory infection, sinus pain, nasal obstruction, cough, respiratory tract infection, wisdom teeth removal, adjustment disorder, obsessive-compulsive disorder, esophageal reflux, hypermetropia, eyelid cyst, salivary gland mucocoele, tinea corporis, neck pain, backache, torticollis, streptococcal infection, cystitis, beta hemolytic streptococcal infection, esophageal reflux, diarrhea, enthesopathy, arthralgia, achilles tendonitis, arthralgia, hypermetropia and ex-tobacco user (current smoker). Concomitant products included celecoxib (celexa), citalopram, ethinylestradiol;norgestimate (ortho tri-cyclen), ibuprofen, levonorgestrel (mirena), naproxen, nsaids, paracetamol (acetaminophen), sumatriptan and topiramate. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"), 7 days after insertion of essure. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation"), bacterial vaginosis ("infections /infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), back pain ("back pain") and pain in extremity ("legs pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, back pain and pain in extremity was resolving, the menstrual disorder, bacterial vaginosis, vaginal haemorrhage, menorrhagia, depression, anxiety, headache, dysmenorrhoea, dyspareunia and vaginal infection outcome was unknown and the migraine had not resolved. The reporter considered anxiety, back pain, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pain in extremity, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Pregnancy test - on (B)(6) 2012: negative; on (B)(6) 2012: negative; on (B)(6) 2012: negative; on (B)(6) 2013: negative. Ultrasound pelvis - on an unknown date: 1. Small amount of free cul-de-sac fluid which is anechoic and likely physiologic. 2. The essure devices appear well-positioned. No abnormalities of the uterus or ovaries.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-apr-2019: pfs received. Reporter information were added. Onset date of event were updated. Concomitant drug were added. Event : infection (bladder/ urinary tract/vaginal) type: vaginal were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 25-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 1, abdominal cramps, right lower quadrant pain, dysuria and vaginal discharge. Previously administered products included for birth control: mirena from (B)(6) 2009 to 2010. Concurrent conditions included eye disorder, hypermetropia, upper respiratory infection, sinus pain, nasal obstruction, cough, respiratory tract infection, wisdom teeth removal, adjustment disorder, obsessive-compulsive disorder, esophageal reflux, hypermetropia, eyelid cyst, salivary gland mucocoele, tinea corporis, neck pain, backache, torticollis, streptococcal infection, cystitis, beta hemolytic streptococcal infection, esophageal reflux, diarrhea, enthesopathy, arthralgia, achilles tendonitis, arthralgia, hypermetropia and ex-tobacco user (current smoker). Concomitant products included celecoxib (celexa), citalopram, ethinylestradiol;norgestimate (ortho tri-cyclen), ibuprofen, levonorgestrel (mirena), naproxen, nsaids, paracetamol (acetaminophen), sumatriptan and topiramate. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"), 7 days after insertion of essure. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation"), bacterial vaginosis ("infections /infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), back pain ("back pain") and pain in extremity ("legs pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, bacterial vaginosis, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, back pain, pain in extremity and vaginal infection had resolved, the menstrual disorder, depression, anxiety and headache outcome was unknown and the migraine had not resolved. The reporter considered anxiety, back pain, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pain in extremity, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she had been treated for pain, bleeding, bladder/urinary problems. No abnormalities of the uterus or ovaries vaginal examination: uterus in ante flexion, normal size, frees adnexa. Vaginal ultrasound: uterus in anteflexion 6.9 x 3.8 x cm, endometrium of middle height, adnexa without any pathological findings. Treatment laparoscopy, adhesiolysis, removal of the tubes treatment laparoscopy, adhesiolysis, removal of the tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Pregnancy test - on (B)(6) 2012: negative; on (B)(6) 2012: negative; on (B)(6) 2012: negative; on (B)(6) 2013: negative. Ultrasound pelvis - on an unknown date: 1. Small amount of free cul-de-sac fluid which is anechoic and likely physiologic. 2.the essure devices appear well-positioned. No abnormalities of the uterus or ovaries. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 25-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 1, abdominal cramps, right lower quadrant pain, dysuria and vaginal discharge. Previously administered products included for birth control: mirena from (B)(6) 2009 to 2010. Concurrent conditions included eye disorder, hypermetropia, upper respiratory infection, sinus pain, nasal obstruction, cough, respiratory tract infection, wisdom teeth removal, adjustment disorder, obsessive-compulsive disorder, esophageal reflux, hypermetropia, eyelid cyst, salivary gland mucocoele, tinea corporis, neck pain, backache, torticollis, streptococcal infection, cystitis, beta hemolytic streptococcal infection, esophageal reflux, diarrhea, enthesopathy, arthralgia, achilles tendonitis, arthralgia, hypermetropia and ex-tobacco user (current smoker). Concomitant products included celecoxib (celexa), citalopram, ethinylestradiol;norgestimate (ortho tri-cyclen), ibuprofen, levonorgestrel (mirena), naproxen, nsaids, paracetamol (acetaminophen), sumatriptan and topiramate. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"), 7 days after insertion of essure. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced menstrual disorder ("abnormal menstruation"), bacterial vaginosis ("infections /infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), back pain ("back pain") and pain in extremity ("legs pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, bacterial vaginosis, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, back pain, pain in extremity and vaginal infection had resolved, the menstrual disorder, depression, anxiety and headache outcome was unknown and the migraine had not resolved. The reporter considered anxiety, back pain, bacterial vaginosis, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pain in extremity, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: she had been treated for pain, bleeding, bladder/urinary problems. No abnormalities of the uterus or ovaries vaginal examination: uterus in ante flexion, normal size, frees adnexa. Vaginal ultrasound: uterus in anteflexion 6.9 x 3.8 x cm, endometrium of middle height, adnexa without any pathological findings. Treatment laparoscopy, adhesiolysis, removal of the tubes treatment laparoscopy, adhesiolysis, removal of the tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Pregnancy test - on (B)(6) 2012: negative; on (B)(6) 2012: negative; on (B)(6) 2012: negative; on (B)(6) 2013: negative. Ultrasound pelvis - on an unknown date: 1. Small amount of free cul-de-sac fluid which is anechoic and likely physiologic. 2.the essure devices appear well-positioned. No abnormalities of the uterus or ovaries. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of the events pertaining to pain, bleeding, bladder/urinary problem updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstruation") and infection ("infections"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder and infection outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.